Event description:
As reported, a patient developed a pseudoaneurysm in the groin after use of a 5f mynx control. The patient developed a hematoma post procedure and returned to the operating theater within 3 hours for the repair of the pseudoaneurysm. The procedure was an interventional procedure with angioplasty using an antegrade approach. The deployer was mynx certified. A 5f brite tip sheath introducer was used. Vessel suitability was verified on venography, including confirmation of a 30¿45 degree insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. Vessel tortuosity was reported as little, and no peripheral vascular disease or calcium was present at the puncture site. Heparin 5000 units was administered, and the activated clotting time (act) during the procedure was less than 270. The patient¿s inr greater than 1.5 and platelet count were unknown. The target femoral site had not been previously closed prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx vascular closure device (vcd). There were no multiple sheath exchanges and no multiple stick attempts before intravascular access was achieved. Patient adherence to post-procedure recovery instructions was unknown. The device is not being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.